Event description:
It was reported patient was unable to enter MRI mode due to high impedances on 1-8 contacts and invalid impedances on 9-16 contacts. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Date of explant is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported patient underwent surgical intervention in (B)(6) 2026 wherein the system was explanted to address the issue.